Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was learned, through information received for another event regarding this patient, that the patient expired in the operating room. The patient experienced hemorrhage, then became hypotensive and was not resuscitable.

Manufacturer narrative:
Device not returned. This event was learned through information received for a related event of this patient's. (B)(4). The DHR review is currently in process.